Event description:
This system was explanted on (B)(6) 2012 because the patient chose to have it removed. The patient did not want the device anymore. There are no known complaints associated with the functionality of this device. There are no known adverse events reported for this patient. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical analysis. The analysis did not show any deviations from the technical specifications. Merely slight signs of abrasion were found along the lead body. The cuttings of the insulation resulted most likely from the explantation procedure. During this analysis, no further deviations were noted. The analysis did not reveal any sign of a material or manufacturing problem.